Event description:
Procedure type: tep. Patient gender: unk. According to the reporter: the balloon exploded during the surgery. Nothing fell into patient's cavity. The operating time was extended less than 30 minutes as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient details could be obtained.